Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that the patient had underlying renal dysfunction which became acute renal insufficiency two days post implantation, resulting in worsening of the general condition. It was reported that the cause of death was multiple organ failure. It was reported that the physician judged that the device was functioning normally.